Event description:
Procedure type: lobectomy. According to the reporter: after first firing on the pulmonary artery of left upper lobe, the transected vessel was released from the jaws before the black return knob was retracted. The vessel on pt side was not stapled and bleeding occurred. It was not confirmed whether the specimen side was stapled properly or not due to severe bleeding. Procedure was converted into open immediately. Since the pt temporarily suffered cardiopulmonary arrest due to bleeding, the transected vessel was sutured while giving a transfusion. After that, upper lobe was resected and procedure was completed. Pt is under observation and in stable condition. During suturing the vessel, it was confirmed most staples, except proximally fired two staples, were not fired on the tissue. At the firing, vessel was positioned between 1 and 3 of the cartridge scale. There was bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).